Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette sensor error and rusted coils. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem; however, it was confirmed by reviewing the event history log. The downstream occlusion sensor was replaced and then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.